Event description:
A 6f angio-seal evolution was deployed following a left heart catheterization procedure, to seal a puncture in the right common femoral artery (rcfa). In recovery, the pt's pedal pulse was lost. A surgical consultation revealed an acute ischemic right leg. A femoral thrombectomy was performed, removing an intact angio-seal device from the right common femoral artery. When dissecting down to the rcfa, the angio-seal was visualized and no bleeding was noted. Upon further dissection, the angio-seal anchor appeared to have been caught in the intima of the artery and avulsed a portion of it, causing an occlusion, according to the surgeon. The surgeon confirmed that there was no iliac artery rupture, and that the occluding structure was from the intima injury caused by the anchor plate. The angio-seal, thrombus, and a piece of the intima were removed and sent for pathology. The arteriotomy was closed in layers, hemostasis was achieved, and there was a palpable pulse at the conclusion of the procedure. The pt was discharged from the hospital the following day.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) states that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.